Event description:
A report was received from the (B)(6) stating that an 840 ventilator oxygen sensor had failed. The device was being used on a patient when event occurred. The patient was not removed from the device. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
A covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the o2 sensor. The device passed all tests. (B)(4).